Manufacturer narrative:
Concomitant medical products: model: 5568-45, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a bump appear near their implantable cardioverter defibrillator (ICD) implant. Due to the patient's history of pocket erosion the physician decided to move the device. During the revision procedure it was revealed that the bump was a previously capped lead that "poked out" from behind the device. The physician chose to implant a new device deeper and submuscular, while the lead remains capped and in the patient. No further patient complications have been reported as a result of this event.